Event description:
It was reported that the customer experienced a system down with recurrence of the same errors during startup, resulting in repeated downtime. Technical support engineer (tse) log review identified system errors originating from fiber port 1 on the tower. The tower common compute controller (ccc) had been replaced during a previous visit. Other suspect components include the tower fiber pigtail and the ccc/fiber pigtail of the component currently connected to fiber port 1. The customer confirmed that the system downtime did not involve an actual procedure.

Manufacturer narrative:
An intuitive field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The system was powered on and prompted a restart. Logs were downloaded, and the patient side cart (psc) was connected in stand-alone mode. Nodes pcc_pic (135), pdct (18), and spm_pic (44) were recognized, while patient cart controller (pcc3) (81) required programming. Pcc3 was successfully programmed, and the system passed programming. Subsequent log review indicated patient pcc3 and all downstream nodes were not recognized. Consultation with intuitive surgical inc (isi) technical support engineer (tse) confirmed that replacement of the common compute controller board (ccc) was required. Additionally, the system experienced an additional fault. Field service replaced the patient side cart (psc) ccc and blue fiber pigtail. The blue fiber was exchanged based on the tse's recommendations while investigating an aperture not recognizing the psc; however, the new blue fiber did not resolve error. Replacement of the psc ccc successfully cleared the fault. The system passed all tests. This unit was returned for failure analysis and the reported "robot is not powering on, error 31089" was confirmed and replicated. Two units, ccc vsc and fiber optic cable were both replaced the same time. The ccc vsc failed did not connect with another ssc or psc with blue cable connect to port2, indicating faults on the firefly fiber optic cable (ff2) on the ccc. The firefly optic cable was replaced with a known good cable using an aba procedure. The ccc functions as expected, but when cable is switched back to the original firefly optical cable it fails.